Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the subject device at the user facility, it was found that the subject device restarted itself, and the subject device gave the camera head communication error e224 and the camera head malfunction error e313. The field service engineer of olympus thailand (oth) checked the subject device on-site and found that the reported errors were duplicated. There was no report of patient injury associated with this event.